Event description:
This lead was explanted because the lead was implanted at the tricuspid valve and cross-talk was noted. There was tissue in the helix so it was unable to retract. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation near the df-1 connector pin. In addition deformations of both shock coils were observed. Based on the symptoms, it is reasonable to assume that these damages resulted from the surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The values of the parameters measured during the electrical analysis were within the technical specifications. In summary, cuttings in the insulation and deformations of both shock coils were observed, which resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.